Event description:
Respiratory therapy reduced fraction inspired oxygen from 100% to 80% and the ventilator made a "strange sound" and stopped functioning. The respiratory therapy returned the fraction inspired oxygen to 100% and the noise disappeared and the ventilator resumed functioning. The ventilator eventually accepted the reduced fraction inspired oxygen. The ventilator quit ventilating about 1 hour later, and was therefore removed from the pt. There was no injury.